Event description:
The user facility reported to olympus there was a hole in flex sheath on the uretero-reno videoscope. The issue was found at reprocessing. During the evaluation, it was noted the bending section was broken/protruded broken skeleton. No patient involvement reported. This report is to capture the reportable malfunction of the broken bending section/protruded broken skeleton noted at estimation.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. There was a cut in the rubber and the scope was leaking from the cut in the rubber. In addition to the broken bending section/protruded broken skeleton, the video connector m-plug was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the user performed an operation such that an excessive force was applied to the curved part, the curved pipe was damaged, and that part cut the bending section cover. The instructions for use (IFU) provides the following guidelines: precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.